Event description:
Device malfunction: none. Adverse event: stroke. Time of adverse event: during the procedure after the second post-dilatation. It was reported during a percutaneous transluminal angioplasty with stent implant, after a second post-dilatation, the subject was not able to squeeze with his left hand. A neurological examination was repeated immediately after the procedure confirmed the earlier observation. The subject was followed-up with a neurological consultation re-evaluation, which revealed finding consistent with a large right stroke. A MRI reported ischemic edema. The subject was discharged to a skilled nursing home for rehabilitation in 2006. Before the intervention procedure, the right internal carotid artery had 90% proximal stenosis with heavy calcification. After the stent deployment there was less than 30% residual stenosis with brisk flow into the intracranial circulation without evidence of distal embolization.

Manufacturer narrative:
The rx acculink referenced in b5 and d11 is being filed under MFR# 3004742046-2006-00450.